Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's device triggered an alert for high voltage lead impedance out of range. A single episode of non-sustained ventricular oversensing on their remote transmission was noted. No patient symptoms were reported. It is believed that the episode may have been from the patient coughing and would attempt to reproduce it. No changes were believed necessary since there was a single episode. The measurements have fallen back within normal measurements. The patient will continue to be followed closely.